Event description:
Customer reported this set allowing flow that is faster than what they set it for, including continued dripping when the flow regulator is turned completely off. There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the eval is pending. A follow up report will be submitted once the eval has been completed.